Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, PMA/510k number k202525.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one 25 year old female patient. The result was not reported out. The sample was repeated with lower results. The following data was provided: initial result processed on (B)(6)2024 2:02 pm = 141.99 pg/ml repeat at 2:34 pm = 5.97 pg/ml. Repeated on another instrument = 5.63 pg/ml. Customer's diagnostic cutoff = >26 pg/ml is positive no impact to patient management was reported.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one 25 year old female patient. The result was not reported out. The sample was repeated with lower results. The following data was provided: initial result processed on (B)(6) 2024 2:02 pm = 141.99 pg/ml repeat at 2:34 pm = 5.97 pg/ml repeated on another instrument = 5.63 pg/ml customer's diagnostic cutoff = >26 pg/ml is positive additional data provided (B)(6) 2025 sid (B)(6) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any related non-conformances or deviations for the complaint lot. The ticket search by lot found an increase in complaint activity, however further review of ticket and trending concluded that there was no identified trend regarding commonalities for lot number and customer issue. The overall performance of the alinity I stat high sensitive troponin-I reagent in the field was reviewed using data gathered from customers worldwide. The review concluded that the median patient results for the complaint lot are within established limits, which is comparable with historical lots in the field. In-house testing could not be performed as the complaint lot is expired. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I stat high sensitive troponin-I reagent, lot 64549ud00.

Event description:
The customer observed false positive alinity I stat highly sensitive troponin-I results for one 25-year-old female patient. The result was not reported out. The sample was repeated with lower results. The following data was provided: initial result processed on (B)(6) 2024 2:02 pm = 141.99 pg/ml repeat at 2:34 pm = 5.97 pg/ml. Repeated on another instrument = 5.63 pg/ml. Customer's diagnostic cutoff = >26 pg/ml is positive. Additional data provided 25nov2024, sid the customer observed false positive alinity I stat highly sensitive troponin-I results for one 25-year-old female patient. The result was not reported out. The sample was repeated with lower results. The following data was provided: initial result processed on (B)(6) 2024 2:02 pm = 141.99 pg/ml repeat at 2:34 pm = 5.97 pg/ml. Repeated on another instrument = 5.63 pg/ml. Customer's diagnostic cutoff = >26 pg/ml is positive. Additional data provided 25nov2025. Sid: (B)(6) no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier: (B)(6). Patient sid was provided on (B)(6) 2024 sections a1 and b5 describe event or problem updated. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.